Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing non-sustained rv oversensing due to post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.